Manufacturer narrative:
Result: dip switches.

Event description:
It was reported by service report that the beds had the wrong configuration causing the headwalls in the patient rooms to short out. It is unknown if there was patient involvement or adverse consequences.